Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded pacing impedance high out of range in the right ventricular (rv) lead since 2014. The physician decided to continue to monitor the lead. Technical services (ts) was contacted again regarding this lead and troubleshooting suggestions going forward as the rv lead pacing impedance is permanently high out of range, showing values greater than 3000 ohms. Troubleshooting recommendations were provided to assess the rv lead integrity. It was also discussed there are no ventricular episodes of noise stored at this moment. It was mentioned there are pacemaker mediated tachycardia (pmt) episodes recorded and recent atrial tachy response (atr) episodes show noise oversensing in the right atrial (ra) channel. The crt-d system remains in service. No adverse patient effects were reported.